Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The device was used to treat a lesion with calcification. The balloon ruptured during the procedure. Another manufacturer's device was used to complete the procedure. There have been no adverse effects to the patient reported.